Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up information received on 15-apr-2016. A legal claim was received. The plaintiff was implanted with essure for permanent sterilization and subsequently had the device removed due to complications. Follow up 04-may-2016: follow up information was received from consumer via social media. The consumer had her essure coils removed after they punctured her endometrial cavity. Company causality comment: this medically confirmed, spontaneous case report refers to a female consumer/plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain that was very painful. A diagnostic laparoscopy and hysteroscopy were done and found that her right essure coil was not in tube / it was found totally covered in scar tissue in her uterus (interpreted as embedded device) and left coil dangling from tube (interpreted as device dislocation). Both tubes were removed by bilateral salpingectomy. All events were considered serious due to their medical importance and are listed in the reference safety information for essure. In this case, patient experienced pelvic pain about 1 month after essure insertion. The other events were diagnosed about 6 years and 5 months after insertion, however the exact date and mechanism for device dislocation and embedment were not known. Considering their nature, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since a surgical intervention was performed. Additionally, non-serious events were reported. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no relationship between the reported medical events and a quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: FDA-2014-n-0736-0943) on 29-aug-2015. The most recent information was received on 05-may-2017. This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("right essure coil was not in tube / it was found totally covered in scar tissue in my uterus, they punctured her endometrial cavity"), device dislocation ("left coil dangling from tube") and pelvic pain ("pelvic pain that was very painful") in an adult female patient who had essure (batch no. 626143) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included menorrhagia, endometrial ablation, multiparous and fibroids. Concurrent conditions included allergy to metals. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion medically significant), urinary tract infection ("I always felt like I had a urinary tract infection"), bladder discomfort ("bladder pressure / full dragging sensation"), dysgeusia ("metallic taste in my mouth"), dyspareunia ("excruciatingly painful sex"), rash pruritic ("rashes / rashes were so itchy and irritating") and arthralgia ("with pain that radiated to hip"). The patient was treated with surgery (both tubes were removed by bilateral salpingectomy) . Essure was removed in (B)(6) 2014. At the time of the report, the embedded device and device dislocation outcome was unknown and the pelvic pain, urinary tract infection, bladder discomfort, dysgeusia, dyspareunia, rash pruritic and arthralgia had resolved. The reporter considered arthralgia, bladder discomfort, device dislocation, dysgeusia, dyspareunia, embedded device, pelvic pain, rash pruritic and urinary tract infection to be related to essure. The reporter commented: during essure insertion hysteroscopy findings were normal. Right and left ostia visualized during procedure. Successful placement of coils. Diagnostic results: in (B)(6) 2014, diagnostic laparoscopy and hysteroscopy were done and found that her right essure coil was not in the tube; it was found totally covered in scar tissue in her uterus and her left coil was dangling from tube. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. No product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority or other health professional is not possible. Most recent follow-up information incorporated above includes: on 5-may-2017: patient birth date, product start date and device lot number added. Company causality comment: this medically confirmed, spontaneous case report refers to a female consumer/plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2008 and experienced pelvic pain that was very painful. A diagnostic laparoscopy and hysteroscopy were done and found that her right essure coil was not in tube / it was found totally covered in scar tissue in her uterus (interpreted as embedded device) and left coil dangling from tube (interpreted as device dislocation). Both tubes were removed by bilateral salpingectomy. In this case, patient experienced pelvic pain about 1 month after essure insertion. The other events were diagnosed about 6 years and 5 months after insertion, however the exact date and mechanism for device dislocation and embedment were not known. Considering their nature, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since a surgical intervention was performed. Additionally, non-serious events were reported. The initial product technical complaint (ptc) analysis concluded based on the available information, there is no relationship between the reported medical events and a quality defect. Since lot number was provided, an updated assessment is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("right essure coil was not in tube / it was found totally covered in scar tissue in my uterus, they punctured her endometrial cavity"), device dislocation ("left coil dangling from tube") and pelvic pain ("pelvic pain that was very painful") in an adult female patient who had essure (batch no. 626143) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included menorrhagia, endometrial ablation, multiparous and fibroids. Concurrent conditions included dermatitis due to metals. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion medically significant), urinary tract infection ("I always felt like I had a urinary tract infection"), bladder discomfort ("bladder pressure / full dragging sensation"), dysgeusia ("metallic taste in my mouth"), dyspareunia ("excruciatingly painful sex"), rash pruritic ("rashes / rashes were so itchy and irritating") and arthralgia ("with pain that radiated to hip"). The patient was treated with surgery (both tubes were removed by bilateral salpingectomy). Essure was removed in (B)(6) 2014. At the time of the report, the embedded device and device dislocation outcome was unknown and the pelvic pain, urinary tract infection, bladder discomfort, dysgeusia, dyspareunia, rash pruritic and arthralgia had resolved. The reporter considered arthralgia, bladder discomfort, device dislocation, dysgeusia, dyspareunia, embedded device, pelvic pain, rash pruritic and urinary tract infection to be related to essure. The reporter commented: during essure insertion hysteroscopy findings were normal. Right and left ostia visualized during procedure. Successful placement of coils. Diagnostic results: in (B)(6) 2014, diagnostic laparoscopy and hysteroscopy were done and found that her right essure coil was not in the tube; it was found totally covered in scar tissue in her uterus and her left coil was dangling from tube. Quality-safety evaluation of ptc: based on the technical assessment, lot number was provided therefore, the quality unit conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Further company follow-up with the regulatory authority or other health professional is not possible. Most recent follow-up information incorporated above includes: on 25-may-2017: quality safety evaluation of product technical complaint. Company causality comment: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0943, awareness date 29-aug-2015). It refers to a female patient (she is a healthcare provider of an unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2009. Additional information received on 21-sep-2015 (ptc investigation result). She stated that in (B)(6) 2008 she went to her doctor complaining of heavy menstrual bleeding. After a sonogram, she was told that she had small fibrosis novasure endometrial ablation was recommended as treatment. After ablation, doctor recommended essure. She was told that her concerns were voiced regarding her inability to wear nickel earrings, jean snaps and etc. Essure was implanted in (B)(6) 2008 and after placement she had rashes that would come and go, pelvic pain that was very painful, bladder pressure that she described as full dragging sensation, she always felt like she had a urinary tract infection, metallic taste in mouth and excruciatingly painful sex with pain that radiated to her hip and would last for days afterward. Some days she did not want to get out the bed as the pain was so bad and rashes were so itchy and irritating. She said that she did not have the option to stay in bed because she is a healthcare provider and had children to take care. In (B)(6) 2014, diagnostic laparoscopy and hysteroscopy were done and found that her right essure coil was not in the tube; it was found totally covered in scar tissue in her uterus and her left coil was dangling from tube. Both tubes were removed by bilateral salpingectomy and since removal, her symptoms were gone. The product technical complaint (ptc) investigation and final assessment: the bayer reference number for the ptc report is: (B)(4). Final assessment for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain that was very painful. A diagnostic laparoscopy and hysteroscopy were done and found that her right essure coil was not in tube / it was found totally covered in scar tissue in her uterus (interpreted as embedded device) and left coil dangling from tube (interpreted as device dislocation). Both tubes were removed by bilateral salpingectomy. All events were considered serious due to their medical importance and are listed in the reference safety information for essure. In this case, patient experienced pelvic pain about 1 month after essure insertion. The other events were diagnosed about 6 years and 5 months after insertion, however the exact date and mechanism for device dislocation and embedment were not known. Considering their nature, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since a surgical intervention was performed. Additionally, non-serious events were reported. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.